Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connectors on lcd board. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump stopped responding. Customer's blood glucose reading at the time of the call was 272 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.